Manufacturer narrative:
On 27-oct-2025, the user reported that the system glucose (sg) readings were different from glucometer measurements. The case was escalated, and a sensor replacement was approved based on system performance, with an RMA issued for return of the sensor for investigation; however, the sensor was not returned by the time of complaint closure. The data management system (dms) shows that the user was inserted with a new sensor on (B)(6) 2025. A review of the in-vivo data revealed depressed signal and reference channels in all sensing areas from 22 october 2025 onwards. The potential root cause may be related to an issue with the in vivo state of the sensor hydrogel. No further investigation was possible as the sensor was not returned. As part of the resolution, the user was offered a sensor replacement. B4.date of this report 25 jan 2026. D4.additional device information updated. G3.date received by the manufacturer? 25 jan 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.